Event description:
It was reported the pt had lost stimulation due to falling. An impedance check revealed all invalid contacts. X-rays were taken and revealed the pt's lead/extension has pulled out of the ipg header. In turn, the pt may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.